Manufacturer narrative:
Medical device expiration date: unknown. Medical device lot#: unknown. Reporter address, state, and zip: unknown. Device manufacture date: unknown. Results: a DHR was unable to be completed without a batch number. One sample was returned. There was some epoxy on the shaft of the cannula, but it was acceptable. The epoxy was applied by a continuous stream and swipe motion as the cannula is pulled from the hub. There is usually an epoxy stain caused by this application technique. Conclusion: no defect was confirmed. UDI#: (B)(4).

Event description:
It was a reported that an excess amount of sealant was found on an18 g x 1 1/2 in. Bd¿ blunt fill needle. The foreign matter was found prior to use. No injury or medical interventions reported.